Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The electrical resistance of the heater wire of the inspiratory limb and expiratory limb were tested using a multimeter. Results: electrical resistance testing showed that the expiratory limb heater wire resistance was within specification, and the inspiratory limb heater wire was open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory limb heater wire was due to a break in the connection between the heater wire and left heater wire pin inside the overmoulded plug. A lot check could not be carried out as not lot date was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt340 adult dual heated evaqua breathing circuit caused a "heater wire disconnect alarm" on an mr850 humidifier. This was found prior to patient use.